Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated base upon the reported information.

Event description:
The reporter stated that the pt had pain in the trapezium where the carpometacarpal implant had been implanted. The scaphoid joint became arthritic. The pt required a surgical procedure to remove the implant. The explanted device was discarded by the hospital. It had a normal appearance on explantation. The exact product catalogue number has not been provided. Integra has requested additional clinical information.